Event description:
The monopolar curved scissors instrument was returned as an unk failure. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The instrument was tested and found not to cut clearly, due to damage of the cutting edge of the scissors. During eval, engineering observed major wear on the main tube starting at midpoint of the tube and spreading distally. It was determined that the failure mode is consistent with the use of a potentially defective cannula accessory, which may remove material from the instrument during use.